Event description:
It was reported that approximately 2 hours into the case, the staff noted that the watts displayed on the generator was very low. The physician pulled the catheter out and primed the catheter; the flow was 'barely dripping' so the catheter appeared to be clogged. A new catheter was opened and proceeded with the case.

Manufacturer narrative:
The returned unit was visually and functionally examined. A leak was confirmed from inside the handle due to a damaged lumen. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements.